Event description:
A customer contacted baxter's technical service center to report a check patient line alarm on the home choice (hc) machine. The home patient (hp) stated there was air in the patient line. The technical service representative (tsr) assisted the hp with ending therapy to restart with all new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated she did not notice any visible damage or abnormalities with the cassette that was in use. The hp stated she discarded the sample and did not know the lot number. The hp stated she was traveling and did not have her cxd with her, so she had to manually connect the supply bags. She stated the connection to the supply bag may have been loose, but was not sure. There were no other disconnections, loose connections or incomplete prime that may have caused there to be air in the lines per the hp. The hp stated she was able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). A quality review was completed for this report of a check patient line alarm. This report was not confirmed in the lab due to a lack of sample. A batch review was not performed as lot information was not available. Based on the information obtained from baxter's investigation, the root cause of the incident was not determined. The patient stated she was traveling and did not have her compact exchange device (cxd) with her, so she had to manually connect the supply bags. She stated the connection to the supply bag may have been loose, but was not sure. The labeling review found the patient at home guide to be adequate for the potential use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.